Manufacturer narrative:
No serial number was provided; therefore, device history record (DHR) review could not be completed. No device was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI / catalog and 510k are unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.

Event description:
It was reported that there was a no disposable pump wont run, unresolved with troubleshooting. Green flow stop noted, air in line. No patient injury was reported.